Event description:
It was reported the device migrated and did not seal. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) and a 40mm watchman flx pro closure device (wds) were used. After meeting position, anchor, size and seal (pass) criteria the wds was deployed. Upon release, the device shifted, resulting in a 3mm gap. The physician used a non-boston scientific plug to close the gap. There were no further complications.

Event description:
It was reported the device migrated and did not seal. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) and a 40mm watchman flx pro closure device (wds) were used. After meeting position, anchor, size and seal (pass) criteria the wds was deployed. Upon release, the device shifted, resulting in a 3mm gap. The physician used a non-boston scientific plug to close the gap. There were no further complications.it was further reported the patient was taking warfarin preprocedural and was to start on eliquis postprocedural, as previously planned.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received.b7 other relevant history: updated with additional information received.